Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside of the united states. Analysis is pending.

Event description:
Reportedly, during a single chamber ICD implantation, the physician connected the lead and screwed correctly but without hearing the screwdriver "click" sound. As the setscrew was blocked in this position (and the lead too, as consequence), the physician decided to remove and replace both ICD and lead, returning them for analysis. Another system was implanted.